Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump had flipped in (B)(6) 2007, shortly after implant in (B)(6) 2007. The pump was manually flipped, there was no surgery. The pump was re-tacked down for their replacement in (B)(6) 2013. The pump system was delivering baclofen.